Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the left ventricular (lv) lead dislodged and was seen to have retracted into the coronary sinus. The lv lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.